Event description:
A consumer reported having blurry near vision following intraocular lens (iol) implant surgery. She also reported experiencing eye pain, foreign body sensation, and a feeling of eye strain. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 07/18/2008, 07/21/2008, 07/28/2008, 08/04/2008, and 08/11/2008 and via fax and mail on 07/22/2008. A completed questionnaire has not been received.